Manufacturer narrative:
(B)(6)

Event description:
Information was received indicating that a smiths medical portex® ultraperc® single stage dilator was found to be protruding 5mm from the end of the uniperc tracheostomy (trach) tube causing coughing and discomfort. There were no reported adverse effects.

Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device found the inner cannula to be protruding; the tube was noted to be deformed, confirming the reported customer complaint. The reported tube tip deformation was caused because tube was inserted too far onto the mandrel during the curving process, and was verified in production by simulation.